Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited cross-talk. This was causing a ventricular safety pulse to occur into the ventricular refractory period resulting in functional loss of capture. The patient contacted the clinic and reported lifting a heavy object and then feeling symptomatic afterwards. The patient was brought into the clinic and x-rays revealed no anomalies. The patient would be monitored.